Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, and displacement test. However unit alarmed compromised force sensor system during basic occlusion test due to loose/flush drive support disk. Unable to perform prime/compromised force sensor system test, occlusion test, excessive no delivery test, or verify motor error alarms due to compromised force sensor system alarms. Unit received with cracked case at display window corners, reservoir tube lip, and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. The motor was tested outside the device and passed. Unit received with peeling and damage back address/serial number label. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. The insulin pump made a noise when it was rewound and insulin squirted out when she was filling the tubing. These issues contributed to customer's hospitalization. The customer drove herself to the emergency room on (B)(6) 2015, due to a high blood glucose level of over 400 mg/dl. The customer could not stop vomiting, had abdominal pain, and had difficulty breathing. The customer was given IV fluids. She was wearing the insulin pump at the time of the emergency room visit. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.